Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Most likely, there were many factors involved with the reported event. The polyp may have been large and very vascularized, the esu settings may have been too low (i.e., not sufficient to control the bleeding), the snare wire may have been defective, etc. As a result, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a colonoscopy to remove a polyp (i.e., a polypectomy). The esu was used with a snare (third-party manufacturer). No information was provided regarding any other accessories used. Specific information involving the settings of the esu used was not provided (note: during the evaluation of the unit, it was determined that the mode endocut q effect 1 and 3 were used at the time of the procedure. There were no error messages or evidence of the generator malfunctioning.). When removing the polyp, there was insufficient coagulation and subsequent bleeding. Therefore, the bleeding was stopped using clips and adrenaline injections (note: the user sees the lack of functionality of the snare as the cause because the problem did not occur with other snares.).